Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly. It was noted the battery was at normal end of life and there was no telemetry or output.

Event description:
It was reported that the patient¿s battery depleted in two years when the patient¿s previous device lasted seven years with the same lead in place. It was noted that the device was replaced today due to the premature battery depletion. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3080 lot# j0230983v, implanted: 2003 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.